Event description:
It was reported that high impedance was observed on a patient's device. The patient underwent a full revision surgery. It was stated that the old lead was destroyed during the explant procedure. No further relevant information was received to date.